Event description:
It was reported via repair work order that the patient left latching spindle was broken at the spindle block causing the side rail to not latch in the upright position. It was also reported that the brake rings at the head end and foot end were worn and not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.